Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device stalled during aspiration. An angiojet® zelantedvt¿ was selected along with a non-bsc guide wire for a deep vein thrombosis (dvt) thrombectomy procedure in the lower left leg. The device primed well. Aspiration was initiated inside the body for approximately 10 seconds. However, the device stalled in thrombectomy mode. Trouble shooting was performed. The procedure was completed successfully with another zelante catheter. There were no patient complications reported.